Event description:
During a right hemicolectomy, the surgeon used the stapler two times, both times there was incomplete firing of the staples. This caused bleeding at the anastomosis site requiring suturing.